Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out of range pacing impedances and failure to capture. This lv lead was noted to be damaged during the implantation procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a coil deformation near the terminal end. This type of damage is consistent with induced damage from the implant procedure. The stylet insertion was unable to be tested as a result of a blockage related to the deformed coils. The reported loss of capture, high impedance measurements was likely the result of the induced lead damage observed by the laboratory.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to high out of range pacing impedances and failure to capture. This lv lead was noted to be damaged during the implantation procedure. No adverse patient effects were reported.